Manufacturer narrative:
The insulin pump was received with no backlight, pump error 75 during self-test due to corroded electronic assembly and the motor assembly was found with corrosion damage. No critical pump error alarms noted. However, the operating currents are within specifications and passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window, case and keypad overlay and with a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was alarming with a red x on the screen. The customer reported the insulin pump was alarming critical pump error. The customer's blood glucose was unknown. Customer stated the insulin pump was not dropped or bumped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.